Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Hemolysis is a known potential complication associated with all patients implanted with vad's. The instructions for use (IFU) addresses guidelines for optimal patient management. The instructions for use (IFU) and patient manual provide clear instructions to medical personnel on proper usage and placement of the hvad system in addition to appropriate hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations; additional guidelines instruct both the user and medical personnel on how to recognize low flow & suction alarms, the potential causes of these alarms, and the potential courses of action. Also stated in the IFU, a low flow alarm is triggered if average flow drops below the low flow alarm threshold and if a "low flow" alarm is active then the patient should be evaluated. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient experienced signs of hemolysis, a slight increase in pump power, and suction episodes. Routine labs performed by the site indicated elevated lactate dehydrogenase (ldh) and plasma free hemoglobin levels. Preliminary log file analysis confirmed "suction" and "low flow" alarms beginning (B)(6) 2016 with pump power remaining stable. Persantine was added to the patient's anticoagulation regimen on (B)(6) 2017, and international normalized ratio (inr) range was increased to 2.5-3.0. The patient's inr had been around 2.3. The last report received indicated that the patient was stable being treated outpatient.

Manufacturer narrative:
Additional information received (01/20/2017) indicated that the patient was not hospitalized for treatment; however, thrombus was suspected. The patient had no known past history of thrombus or recent history of infection or other illness. The site attributed the patient's suction events to be related to dehydration due to of the patient's fluid status. Echocardiogram results were negative for obvious evidence of "suck down" and international normalized ratio (inr) was "borderline" sub therapeutic at 1.9. As a result, pump speeds were decreased from 2880 rpm to 2740 rpm and the patient was rehydrated. Furosemide was stopped. The last report received indicated that the patient was doing well. (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Log file analysis revealed 30 suction alarms have been logged since (B)(6) 2016 confirming the reported event. Two low flow alarms were recorded on (B)(6) 2016 at 11:54:43 and 13:52:45. Pump parameters were within the normal operating range for the 14 days leading up to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, possible root causes of the low flow and suction events can be attributed to the positioning of the inflow cannula, the pump speed settings, or a kink in the outflow graft. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. Based on the available information clinical factors that may have contributed to the reported event may be related to the patient's fluid status and sub therapeutic inr. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Though the root cause of the reported event cannot be conclusively determined; clinical factors that may have contributed are multifactorial and may be attributed to medical treatment, progression of disease, and patient comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.